Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s husband reported via phone call that the insulin pump had critical pump error and frozen display. The customer¿s blood glucose was 175 mg/dl. The customer was assisted with troubleshooting. The customer stated that there was a response from any button. Customer stated that the time clock did not advanced. Customer was calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No critical pump error alarm noted. The pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self test. Frozen screen not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. (B)(4).